Event description:
The account alleged that the stretcher had no foot end brake engagement. The brakes were not holding at the foot end of the stretcher. No injury reported.

Manufacturer narrative:
The tech replaced the hex rod to resolve the issue.